Event description:
Information received indicates the bed exit alarm is not sounding when the patient comes out of the bed.

Manufacturer narrative:
The technician found the bed exit tape strip not functioning. He replaced the tape strip to repair the bed.